Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: hazy focus and not a clear picture. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be (1) improper cleaning or sterilization (2) bad scope or external factors, or the coupler itself.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.